Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the vibration box and left electrode. There was no alleged device malfunction contributing to the irritation. The patient's np applied a cream and a skin barrier to the irritation, as well as, ordered special bandages. It was reported that the irritation will take approximately three weeks to heal. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.